Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that the lead was not loose, it got a ¿gentle pull but everything was intact¿. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the lead came out. The patient stated their wire and bandage came loose in the middle of the night and their doctor put a new bandage over it. On (B)(6) the patient reported going back to their doctor due to the lead coming out, and their doctor put a new bandage over it. The patient was waiting for the 2nd stage on (B)(6). No patient symptoms were reported. No further complications were reported.